Manufacturer narrative:
The lvad remains implanted. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Pump remains implanted.

Event description:
It was reported that the patient admitted from another facility for gi bleed, abdominal pain, n/v, poor diabetes mellitus control w/ sugars >400, inr therapeutic. Treatment: 4 units rbcs to maintain hgb >8. Positive proton inhibitor started and sucralfate. Bridged on heparin for therapeutic inr. Patient was discharged (B)(6) 2014 on 4mg coumadin and 81mg asa. The pump remains implanted.